Event description:
It was reported that the customer was hospitalized and had his leg amputated, due to diabetes complications. Leading to the hospitalization, the customer had a sore on his left foot. He was wearing the insulin pump at the time of hospitalization. The customer also received a button error alarm on the insulin pump. His blood glucose was 300 mg/dl at the time of this report, but was 114 mg/dl at the time of hospitalization. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All operating currents were within specification and no unexpected battery out limit alarm was noted. The insulin pump functioned properly. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.